Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted on emergent basis due to swelling the left pocket. She was started on eliquis. Clinician noticed acute swelling, worsening, and bloody drainage from the wound. The patient received IV antibiotics as per plan after surgery and an ice pack. The wound does not appear to be tender and no cellulitis around. The hematoma was drained on (B)(6) 2016 and the device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.